Event description:
The nurse alleged that the patient called for help between 8:20 and 8:35. The nurse found patient on floor facing the bed. The patient stated he fell and hit his head and back while trying to get a tray from the dresser. The patient was sent to radiologic. Three views of the lumbar spine showed no acute fractures. The patient was not injured. The nurse alleged the patient positioning monitor did not alarm.

Manufacturer narrative:
The technician tested the bed and found everything was working properly, including the bed exit alarms, scale, and siderails.